Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. It was further noted that the damage was not connected to blood vessel rupture. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient's condition was good post procedure.